Event description:
Customer reported the device won't turn on. It was reported there was no patient involvement.

Manufacturer narrative:
A review of the device history record for sn (B)(6) was performed from date of manufacture 03/05/2019 to the present date 9/23/2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
Customer reported the device won't turn on. It was reported there was no patient involvement.